Manufacturer narrative:
Title: littoral cell angioma of the spleen in a child with cornelia de lange syndrome source: journal of pediatric surgery case reports 69 (2021) 101868 available online 21 april 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source study performed on april 11, 2021. A (B)(6) female underwent laparoscopic splenectomy for multiple cysts in the spleen and splenomegaly due to cornelia de lange syndrome. Ligasure was used during the procedure. Complications included intraoperative bleeding. Conversion to open procedure was required.